Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had drawer failed message. A technical support specialist (tss) found in medbank myqlink (mql) transactions the item was issued 3 times by the customer and found a message stating all drawers were failed. The tss made customer to restart the cabinet using the power switch and restarted all in one (aio). Then the customer was able to restock the medication. When issuing the item, the drawer did not open, the screen jumped back to the patient order list screen and the issue item(s) button disappeared and found in windows logs. Further the tss helped the customer to cycle count by logging out and logging in cubex application as the drawer did not open during cycle count. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to restock sod poly sul sus 15gm/60ml or issue ciprofloxacn 250mg tablet because the drawer did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.